Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump time was inaccurate; cause was unknown. There was no reported impact to customer's blood glucose. Reportedly, the customer reset the pump clock to address the issue. The customer reverted to manual injections for insulin therapy. Customer declined to provide any further information.